Event description:
It was reported that (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the surgeon was firing clip applier and it appeared to jam. When the surgeon fired instrument a second time clips came out but were scissoring. A second clip applier was opened and used to complete the case. There was no consequence to the pt.